Event description:
During an endoscopic dilation procedure, the catheter would not retract through the channel. The scope was removed from the patient and wire cutters were used to cut the balloon and wire from the end of the catheter in order to retract the catheter from the scope. When retracting the catheter, the plastic wire coating remained inside the scope, blocking the biopsy port channel. The scope was removed from service and a second scope was utilized to complete the procedure. The plastic coating was removed in decon, and the scope was returned to the manufacturer for replacement under contract.